Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 26.3 mmol/l at the time of incident. The customer¿s current blood glucose value was unknown. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with insulin pump and injection. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that the retainer ring was cracked. The reservoir was unable to lock in the place. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.